Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump was in excellent condition with no visible contamination. A review of the event history log (ehl) identified check syringe plunge sensor in the history. Functional testing was performed and the check syringe plunge sensor was duplicated during the syringe test and while using the biomed diagnostics monitor syringe plunger sensor. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replace left plunger case and re-assemble and reset timing plate assembly. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited multiple alarms. No patient injury was reported.